Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the holding mechanism of the final external reflecting mirror is weak and that is causing the mirror to move too easily. The worn adjustment nuts on the micromanipulator cause mirror instability, leading to recurring beam misalignment. There were no procedure and patient outcome reported.